Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device failed specifications for earth leakage current performance spec. The assignable cause of the rite electrical failure is determined to be a short in the device pump between power and ground to the device; pump was still functional and completed a short therapy with no issue. Pump assembly and all transducer tubing will be scrapped.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.